Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 306572 and lot number 2222577. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither a picture sample nor a physical sample was available for return, a thorough sample analysis could not be performed. Based on the limited investigation results, an exact cause could not be determined for the reported incident.

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe had blood coming out the plunger. The following information was provided by the initial reporter, translated from spanish to english: the dialysis service tells us that "blood is coming out of the plunger", and this has happened in lot 2222577.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe had blood coming out the plunger. The following information was provided by the initial reporter, translated from spanish to english: the dialysis service tells us that "blood is coming out of the plunger", and this has happened in lot 2222577.